Event description:
It was reported that the patient has deceased. The pulse generator was interrogated after the patient had deceased and loss of ventricular, capture was noted. The physician suspected premature elective replacement I ndicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.